Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported pump was alarming, and the screen was reading "key pressed". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen was reading key pressed. The screen did not show acknowledge" or silence on it. Troubleshooting was performed but the alarm persisted. There was no patient harm. The event occurred while in use with patient